Event description:
Additional information received indicated under-sensing was noted on the right ventricular (rv) lead.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, a decrease in sensing and increase in capture threshold were observed on the right ventricular (rv) lead. A lead dislodgement was suspected so the rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.